Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic, right ventricular lead noise were observed on review strips. The oversensing noise led to the patient receiving multiple inappropriate therapies. The lead was explanted and replaced. The patient condition was stable before, during, and after the procedure.